Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-4316 lot #: 19699115 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was admitted to the hospital due to spinal cord compression causing pain at the lead site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the silicon was removed from the patient's body as confirmed by the physician.

Event description:
A report was received that the patient was admitted to the hospital due to spinal cord compression causing pain at the lead site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the source of the cervical site pain was not determined. The device could not be charged nor linked due to u3-asic damage. The surface temperature of the component measured 55.7 ºc. The sleep current measured 241 ma due to low impedance between vh to ground, 10 ohms. The root cause of the device damage was unknown. A review of the complaint report and sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there was no reason to suspect a manufacturing defect as the source of the reported complaint. Sc-2218-70 (B)(4) device evaluation indicated that the lead body was cleanly cut into pieces. X-ray inspection found no cable fractures. Damage to the device was similar to the typical explant damage and was not considered a failure. Sc-4316 (B)(4) device evaluation indicated that silicone material was missing from one of the eyelets.

Event description:
A report was received that the patient was admitted to the hospital due to spinal cord compression causing pain at the lead site. The patient underwent an explant procedure. No device malfunction was suspected.